Event description:
The dentist reported separating two files on one case where an s curve was present in the lingual canal. Patient follow-up will be required and reported, as information becomes available.